Event description:
Surgeon used an opus magnum knotless implant on a femal patient for a rotator cuff repair. Second surgery was required at about 12 weeks postop. To remove and replace a loose bone anchor.